Manufacturer narrative:
The biomedical engineer (bme) reported that there was communication loss between the central nurse station (cns) and the telemetry tiles in the room. No patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: 05/21/2021 emailed the customer via microsoft outlook for more information: no reply was received. Manufacturer references file 300248410 105782.

Event description:
The biomedical engineer (bme) reported that there was communication loss between the central nurse station (cns) and the telemetry tiles in the room. No patient harm or injury reported.